Event description:
The hospital reported that an inconsistent flow rate was displayed when one of the panels was opne. The alternating current power off light was also not functioning properly. The unit was changed out at the beginning of the case and the pt was not affected.